Event description:
Related manufacturer reference number: 2017865-2021-17826. Related manufacturer reference number: 2017865-2021-17829. It was reported that the asymptomatic patient presented in-clinic with right atrial lead dislodgement discovered via chest x-ray. The patient was separately found to have an episode of ventricular tachycardia which was unable to be converted by the implantable cardioverter defibrillator, and required external rescue. The decision was made to replace the right ventricular lead to better accommodate the patient's high defibrillation threshold. Both the right atrial and ventricular leads were explanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.